Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the set screw was not in place on the extension. It was not in line with the rest. The extension was not implanted and replaced. The issue is reported to be resolved. No symptoms were reported. No further complications were reported or anticipated with this event.